Event description:
It was reported that the patient developed an infection. The device was explanted. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.